Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   Peritonitis and ileus are known complications of a peg tube placement. (B)(4).   If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized for abdominal swelling, stoma site discharge, and vomiting. CT scan and x-ray were performed and showed intestinal strangulation and feces and air in the abdominal area from the stoma. The patient developed peritonitis, bowel tightening, and ileus. The patient was treated with enemas and levin washes.